Event description:
It was reported that a 48-year-old female patient underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent a breast augmentation surgery for an undisclosed reason on (B)(6) 2022. During the surgery, a ruptured right breast implant was discovered. There were no procedural delays or patient consequences reported due to the rupture. As a result, patient underwent bilateral removal and replacement with 450cc mentor memorygel breast implants. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 06, 2022, the mentor analysis lab received the suspect medical device for evaluation. On december 12, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture was consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. On december 16, 2022, mentor received additional information. The patient underwent a breast augmentation surgery to perform a mastopexy on november 10, 2022, as she had bilateral breast asymmetry. As such, a second file was generated to document the adverse event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2022-15595 for the contralateral event. Manufacturer¿s reference number: (B)(4).